Event description:
Information was received from a consumer (con) regarding a patient receiving 200 mcg/ml baclofen at a dose of 41.97 mcg/day via an I mplantable infusion pump for spinal pain. It was reported that last night (B)(6) 2017 the patient fell. The patient stated that her pump was "very superficial in her stomach" and clarified that she could feel all the edges around the port. The patient said that when she fell, she hit the edge of her bed post (sharp corner) and hit right at the top of the pump where it was rounded. The patient was wondering if the top of her pump was "stainless steel or plastic" because it felt like it broke on the top part of the pump and it felt like it broke or was different. The patient stated it now felt like a sharp edge instead of a soft rounded corner. The patient stated she did not know if the pump had a fail safe and did not know if the baclofen from her pump could be leaking or broken the port from the top of the pump. The patient stated that ever since the fall she had felt really tired, really heavy, and her shoulders felt warm. The patient did not know if she was having an anxiety attack or just "freaking herself out". The patient had been having difficulty reaching her doctor. No further complications were expected or anticipated.